Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported intermittent keypad inoperable which was reproduced. Evaluation observed key #1 not working. Visual inspection determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a intermittent inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.